Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. A fracture of the lv lead was suspected and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.